Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer was attempting to load a new cartridge, and after cleaning the pneumatic tap area on the pump as instructed by cts, was able to successfully reload the cartridge and resume insulin delivery.